Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Concomitant medical products: m2a magnum pf cup, cat#: (B)(4), lot#: 972580; taperloc femoral, cat#: (B)(4), lot#: 096390. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a revision procedure approximately eleven years post implantation due to pain, discomfort, extremely elevated cobalt and chromium levels, and soreness. Notations of pseudotumor formation and elevated serum metal levels were noted. Devices were replaced with biomet dual mobility bearing, biolox head, and biolox taper adaptor.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03861, 0001825034-2017-03863, 0001825034-2017-03864.

Event description:
It was reported a patient has been scheduled for hip revision due to unknown reasons approximately nine years post-op. No revision procedure has been reported to date.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported a patient underwent a revision procedure approximately eleven years post implantation due to pain, discomfort, extremely elevated cobalt and chromium levels, and soreness. Notations of pseudotumor formation and elevated serum metal levels were noted. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided and operative notes. Initial op note for the right hip shows the patient was revised due to degenerative arthritis. The hip was reduced with good stability, leg length and soft tissue tension. Revision op notes shows that dark grayish staining was found in the area of the greater trochanter. A large area of cystic destruction of the greater trochanter was found. A large cavitary lesion in the greater trochanter which went down to the femoral component and anteriorly through the acetabular component as well. The head was removed and area of burnished metal was found. The cup was found somewhat higher degree of anteversion than typical, but not unacceptable and the inclination was appropriate. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.